Event description:
It was reported by sales rep that the patient with a newly implanted sentiva generator went to clinic and device was switched on with impedance showing high impedance. The generator was turned on and it was stated that they are aware of the higher than expected impedance the sentiva may show. The patient returned to clinic later and tablet data indicated that the impedance had decreased to be within normal limits. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for sentiva generator compared to those reported by previous generator models. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. This event of high impedance may be related to this firmware change, but this has not been confirmed to date. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Conclusion - correction - inadvertently coded the wrong conclusion in the initial MDR remedial action - correction - inadvertently did not check the remedial action taken in the initial MDR voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.